Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic with minor palpitations. Upon interrogation, it was noted that the right atrial lead exhibited failure to capture and high pacing impedance. The physician attempted to replace the lead but was unable to due to the patient's anatomy. The lead was left implanted and in use. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were confirmed. Final analysis found that as received, a partial lead was returned in two pieces. Visual and x-ray inspection found the inner coil appears fractured at proximal region of the lead. Scanning electron microscope evaluation verified all three filars of the inner coils were fractured at 55.2 cm from the distal tip. The cause of the reported events was due to fractured inner coil.

Event description:
New information received notes that the patient was rescheduled for a lead revision procedure. The right atrial lead was explanted and replaced. The patient condition was unknown.